Event description:
One drop of tropicamide 1/2 percent was installed in left eye followed quickly by a saline flash. Pretty quickly there was an odd taste in mouth and the a little nausea but it didn't concern me. After a few hours, my left ear started ringing, had head pain, pain on left eyebrow, and was a little hard to focus vision at close distances. The tinnitus worsened over night along with headache and insomnia much of night. The eyebrow pain went away - cant remember how long/ but the tinnitus is persisting. I then noticed pretty quickly- cant remember day but can look up because I made a video - that when I spoke, the left side of my mouth did not move as much as the right side and I was slurring words a bit. Now my lip and tongue and mouth on left feel odd and I've had a couple episodes with louder tinnitus and where feels like the world will spin. I did not have tinnitus before the tropicamide. I did not have eyebrow ridge pain or inability to focus or mouth moving trouble or slurring. I did feel before as if I might have a bit of a nerve issue associated with a recurrent hsv1 that mostly affected upper division of trigeminal nerve. I spoke to my doctor evening of event, as well as next day who felt I was having a reaction to the tropicamide. Also spoke to ophthalmology where I got the drop but they were useless. There was one other thing worth reporting. During the eyevisit I also received three oct eye exams, one of which I never had before that may have been too much light projected at retina. That one was an oct-a. The doc thinks the tropicamide but important to mention the oct-a just in case since that gave visual imageslights- in front of my eyes during night which may have contributed to the insomnia I feel this has been a real problem for my health with the ringing that wont go away, the vertigo threats, the face and mouth problem. Because the clinic would not provide name of manufacturer of the eyedrop, the clinic name was (B)(6). Reason for use: to dilate eye for opthalmology exam. Problem did not stop after use reduced or stopped. FDA safety report ID # (B)(4).